Event description:
A surgeon reported that during implantation of an intraocular lens (iol), one haptic became stuck to the optic. The surgeon had to manipulate the iol resulting in a torn capsular bag. A vitrectomy was performed. The surgeon stated the outcome of the event was that the pt had a strand of vitreous in the anterior chamber and inflammation.